Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the pump was charged to 100% prior to the shutdown. The customer's blood glucose level was 228 mg/dl and the customer indicated that a bolus would be administered. Reportedly, the customer would continue to use the pump until replacement pump is received. It was noted that the customer used u-500 insulin.